Event description:
Add'l info rec'd from MFR 12/8/00: MFR has received medwatch report from the uf. The MDR report for that event was contained in the 11/10/00 submission. Since the device was never returned for analysis, analysis results are not possible. Please note that the device model is inaccurately recorded on the 3500a form. The correct model should be 6936. This info was noted in MFR's submission to the FDA.

Event description:
Upon testing of pacemaker and leads, it was found that the leads had unacceptable thresholds and sensing, but the high voltage coil was intact and reused.